Event description:
Boston scientific received information that this area clinical advisor fellow contacted boston scientific's technical services (ts) on (B)(6) 2016. The area clinical advisor fellow reported that this patient was seen in-clinic following delivery of shock therapy that occurred on (B)(6) 2016. The device was interrogated and episode #001 at 10:14:59 pm was stored. The patient was engaging in sexual relations at the time of shock delivery. The rhythm of the electrogram during episode #001 had a "saw tooth" pattern. At the time of the initial device check at the clinic, tachycardia therapy was reprogrammed off. The patient was then admitted into the hospital's emergency room (ER) for observation and potential s-ICD revision or transvenous upgrade. The area clinical advisor fellow was contacted by the physician for device interrogation and stored data review. A review of stored data found that episode #001 appeared to have a different signature than the traditional myopotential s-ecgs. Additional patient postural evaluations were performed in all 3-sense vectors. Noise markers were identified with the sense vector programmed in alternate and primary. A review of the chest x-ray found that the electrode position was off to the left pectoral side and too superior. Boston scientific received information from the area clinical advisor fellow that the physician had the device reprogrammed back on with no additional reprogramming undertaken. All additional vectors and data were reviewed. Based on this review, the physician plans to continue monitoring the operation and performance of this s-ICD system. Boston scientific received information in early-october 2017 that this patient received an inappropriate shock due to noise and oversensing. The inappropriate shock occurred on (B)(6) 2017 while the patient was engaged in physical activity. Boston scientific received information from a clinical specialist that the patient was seen in (B)(6) 2017. The device's tachycardia mode was programmed off and then back on at some point. No additional intervention (programming or invasive) was reported. The available information suggests that this device and electrode remain in-service. Additional information from a clinical report was received in mid-january 2018 which indicated that the inappropriate shock therapy episode that occurred on (B)(6) 2017 was evaluated. Patient isometrics were performed in an attempt to duplicate the electrogram noise. The electrogram noise was unable to be duplicated. The available information suggests that the device and electrode remain in-service. Boston scientific received information in august 2018 that following the (B)(6) 2016 episode which was associated with diminished r-waves, oversensing and inappropriate shock, pa and lateral x-rays had been obtained which did not identify any device related issues or electrode migration. It was reported that prior to a procedure to replace this s-ICD for unrelated reasons, the patient was re-screened and did not pass the screening for an s-ICD system. This s-ICD and electrode and s-ICD were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of stored episodes in device memory confirmed the reported clinical observation of noise. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis was unable to confirm the root cause of the noise.